Event description:
Had incident with graft. Not calibrating correctly. On (B)(6) 2014, additional information was received from the sterile processing manager who said the incident was reported by the surgeon as graft was not cut evenly and due to this issue when the graft was put into the mesher, the graft split. The surgeon said the issue was the dermatome not taking even grafts. Two grafts were planned and were taken because of the large area needing grafting. No addition graft was needed. There was no patient injury reported.

Manufacturer narrative:
To the date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.